Event description:
It was reported that the left ventricular autothreshold (lvat) test has not taken a test. Technical services (ts) reviewed the reports and noted that auto was on for the lvat. Ts stated the lvat potentially failed due to fusion. Ts suggested reprogramming and troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Ts reviewed the reports and agreed with the suspicions. The lead remains in use. No adverse patient effects were reported.